Manufacturer narrative:
Product analysis: visual and microscopic inspection identified hexalobe deformation, thread flank damage, deformation and vertical shearing of the set screw thread. The above observations are consistent with overloading the set screw during attempted construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threads on the set screw sheared off and were not able to hold the rod properly in the head of the screw during the surgery for adolescent idiopathic scoliosis. Product came in the contact with the patient. The implant broke and no fragment were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.